Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the login failures occurred due to the application not having administrator permissions. The application was configured to allow the application to log in as an administrator to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow users to login during a procedure. The customer added that users were able to access to the device by rebooting. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed login. The technical support specialist dialed into the station and found the cfn app permission was missing. Configured the login as administrator to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow users to login during a procedure. The customer added that users were able to access to the device by rebooting. There were no adverse events or injuries reported based on this incident.